Event description:
Following a diagnostic colonoscopy procedure, the pt developed bradycardia and abdominal distention. An x-ray revealed free air and the pt underwent an exploratory laparotomy which indicated a perforation. Subsequently, surgical repair of the perforation was required. The pt is reported to be fine.